Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. Technical services (ts) was consulted, an in-clinic troubleshooting recommendations were provided. No adverse patient effects were reported. This ICD remains in service.